Event description:
A customer reported footpedal problems and that a system message displayed during a vitrectomy procedure. Following a 15 minute delay to exchange the unit, the cse was able to be completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found the heel switch on the footswitch was sticking. The company representative disassembled the footswitch, then cleaned and lubricated all the screws. The footswitch was re-assembled, tested, and found to meet specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch. The root cause cannot be determined conclusively. (B)(4).